Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was visited in the nursing home. Attempts to interrogate the pulse generator were unsuccessful. With the magnet applied, a rate of 85 beats per minute was observed. No patient symptoms were reported. No intervention was performed at this time.